Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report low blood glucose levels and wanted to adjust his basal rates. The customer's blood glucose reading was 50 mg/dl. The customer was advised to contact his doctor regarding adjustments. Nothing was replaced or returned.